Event description:
The customer reported "sp02 sensor on patient working fine and then after 1-3 hours it would completely drop out or intermittently drop out without an error message on the philips screen. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.